Event description:
It was reported during a ria 2 procedure, inside the reamer the yellow disposable rod seal broke. It was very difficult to get the drive shaft out of the tube. Surgery was delayed 15 minutes. A new bone harvesting kit was opened. Procedure was successfully completed.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '03.404.000s, ria 2 bone harvesting kit l520 was broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: manufacturing location: packaged, sterilized and released by: monument. Release to warehouse date: 24-oct-2024. Expiration date: 01-oct-2026. Part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile. Lot number: 40106p5 (sterile). Lot quantity: (B)(4). Review of the DHR file: production order traveler met all inspection acceptance criteria. A manufacturing record evaluation was performed for the finished device with batch number 40106p5. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 03.404m012, ria ii ream rod/dr shaft seal. Lot number: 39504p4. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Part number: 03.404m014, irrigation tubing set. Lot number: 9671p01. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Part number: 03.404m015, suction tubing set. Lot number: 29738p7. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Part number: 03.404m033, ria ii graft filter. Lot number: 38349p8. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Part number: 03.404m010, ria ii manifold assembly. Lot number: 38349p6. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. A manufacturing record evaluation was performed for the finished device with batch number 40106p5. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.